Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container 250 ml capacity leaked from a tear on the side of the dosing port where the port tubing from the bag meets the port insert. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to e1: initial reporter first name and last name, e1: initial reporter address, previous h11 (remove "e1: initial reporter address: (B)(6)" and update to "e1: initial reporter address: (B)(6)"). H11: the actual device was received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. A pressure testing was performed on the sample, and it was noted that there was a leak between the injection site and the bag. The reported condition was verified. The cause of the condition is related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.